Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and front therapy electrode (te) was cut between the front te and ECG electrode a, damaging internal wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that there was a damaged cable on a patient's electrode belt.